Manufacturer narrative:
(B)(4). Manufacturing date 10/10/14 ¿ 10/14/14. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sponge was separated or missing from a minicap. This was discovered before use and the patient never used the cap. There was no patient involvement, patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.